Manufacturer narrative:
Please retract this report 2017865-2013-04917. The same issue was reported as 2017865-2013-04680.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise; insulation anomaly was noted on the lead. The lead was explanted and replaced.